Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, when hook was deployed the monopolar energy was automatically activated. The device button stick on "on" position and continued activating. There was no patient injury.